Event description:
It was reported that an entire insulin cartridge was depleted within 24 hours and hyperglycemia occurred, with the highest blood glucose of 328 mg/dl over approximately 5 hours, after the caregiver filled the cartridge above the plunger line to pull out air and then deployed a new supply change; the event involved the infusion set and cartridge with incorrect deployment or connector attachment, and the ilet alerted to high glucose. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no outside assistance, and no hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed likely improper cartridge filling technique leading to potential leakage or delivery interruption and possible infusion set or connector misattachment, and user education was provided to avoid overfilling and to perform a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was user technique error related to infusion set and cartridge handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.